Manufacturer narrative:
Device evaluation:analysis of the returned device identified the weight the device within specification, brown particles in the shell, crystalline, deformation, crease fold and wear abrasion. Delamination of orientation dot (<75% partial separation) based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patients concern with product.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.